Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
A pt underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively the pt reports being dissatisfied with distance vision. Pt reports experiencing a considerable amount of glare and difficulty with night driving. The referring physician evaluated the pt in 2009, and noted that she had a mild to moderate myopic surprise and no accommodative ability, however her right eye is correctable to 20/25. On slit lamp exam her cornea is clear and her implant is well centered. The referring physician recommended performing prk enhancement to address the residual refractive error or use of a contact lens. Pt opted for use of a contact lens. Physician reports current best corrected visual acuity at 20/30.